Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that approx. 44 months after the implantation this ventricular lead was replaced without complication. The explant date is unknown. During a previous interrogation in (B)(6) 2017 it was noted that the polarity hat switched to unipolar. A review of the lead measurements noted that the values were low and out of range in the bipolar configuration and within normal range in the unipolar configuration. Myopotential testing showed noise and oversensing in the unipolar but not in the bipolar configuration. The device was reprogrammed at that time. Reportedly the physician suspected subclavian crush syndrome.